Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced a needle piercing through the catheter during introduction. The following information was provided by the initial reporter: colleague reports that she has inserted a venflon and checks if this insitu is present by pulling back the inner needle slightly. No blood returned, the inner needle is pushed back into the cannula. The cannula pierces the skin.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, needle pierced through catheter is observed, confirming the customer experience. A device history record could not be evaluated as the lot number is unknown. There is a 100% automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. From the returned photos, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierced through catheter. Therefore, the probable root cause for the reported defect could be due to user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. See h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced a needle piercing through the catheter during introduction. The following information was provided by the initial reporter: colleague reports that she has inserted a venflon and checks if this insitu is present by pulling back the inner needle slightly. No blood returned, the inner needle is pushed back into the cannula. The cannula pierces the skin.